Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4). Showed no other similar product complaint(s) from this serial number.

Event description:
Sales rep reported system freezes during the procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit freezing was unconfirmed. The scanner functions normally and did not freeze up during the evaluation. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue. No other functionality issues with the equipment were found during evaluation/servicing. The system was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Sales rep reported system freezes during the procedure.